Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the transmitter does not blink when connected to the sensor. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the cannula was bent but customer declined to troubleshoot for the cannula.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed visual inspection and found the sensor cannula retracted inside the sensor base and found no broken cannula during analysis. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.